Event description:
It was reported that during a lap appendectomy procedure, the device locked on tissue and would not release. The first firing was with a blue load and was opened with more force than usual. The second firing was with a white load and no buttressing material. The device would not open, but after about three minutes of trying the jaws eventually opened. There was no adverse consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.